Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when placing the camera, there was poor contact with noise in the image and even no image for a period on the video system. The device presented with bad contact in the endoscopy camera inlet. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Field service went onsite to replace the front connector. After replacement, checks and tests were initiated and the device was operational. Based on the results of the investigation, and since replacing the connectors addressed the issue, it is likely the phenomenon was caused by poor contact. Olympus will continue to monitor field performance for this device.